Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during surgery, the surgeon found that after firing a few rounds of staples, the staple failed to shape. Another device was applied and surgery time was extended beyond 30 minutes.